Event description:
Treatment of a left unruptured cav (cavernous) aneurysm measuring 15mm x 10mm. It was reported that a navien guide catheter was used to advance the marksman and pipeline through tortuous anatomy. Once the pipeline was in position, it could not be released from the capture coil. The pushwire was torqued more than ten times causing the pushwire to break at the capture coil. The entire system was removed from the patient and the broken distal segment of the pushwire was snared from the patient. The procedure was completed with another pipeline. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was kept by the hospital.(B)(4).